Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak in second o rings and insulin pump was under delivering. The customer¿s blood glucose level was 344 mg/dl at the time of the incident. The customer was treated with syringes. The customer alleges insulin pump was under delivering. The drive support cap appears to be normal. The reservoir will be returned for analysis and insulin pump will not be returned for analysis.